Manufacturer narrative:
Received one used list# 142560488 primary plum set attached to a bag spike with spiros. As received the outlet filter was observed to be wetted with prior infusate. No additional damages or anomalies were observed. The set was leak tested per specifications. A leak was observed from the filter vent and both the inlet and outlet filter of the inline filter. The complaint of leakage at the micron filter can be confirmed. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 11/18/2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a plum set generated a leak during patient use. The reporter stated, "leakage on micron filter was noted during fluorouracil(5-fu) infusion". Quantity is one and a sample is available for investigation. A sample picture is not available. No further information is available for this complaint as confirmed by the sr. Qa associate. There was no patient harm reported.